Event description:
Customer reported two patients tested negative on icon 25 hcg. First patient (patient #1) had a urine sample tested (-) on icon 25. The same patient had tested (+) on a home pregnancy test (brand unknown). Serum was drawn same day and tested (-) on icon 25 at 5 min's. The same serum was quantitated and the result was 38.6 miu/ml hcg (customer does not know what instrument this was tested on. They sent samples out for testing). Second patient (patient #2) had a serum sample tested (-) on icon 25 at 5 minutes. Same serum quantitated at 55.3 miu/ml.